Manufacturer narrative:
The endoscope controller (ec) has been returned and evaluated by the failure analysis team. A known-operational endoscope was inserted and removed multiple times from the ec. There was a loose contact between the camera and connector. Reseating the spring inside the base, light guide conn of the light engine, helped resolve the issue. The ec was installed with a printed circuit assembly (pca) test system which launched in maintenance mode to program software. System started up with no errors and the image quality was confirmed to be clear, crisp and free of noise with correct coloration on both the right and left sides. All endoscope functionalities were operational, and fans were spinning as expected. Booted up system in normal mode and let it idle for 10 minutes. The system power cycled ten times with no issue. The issue was fixed by reseating the spring inside the base, light guide conn of the light engine.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) replicated the problem and replaced the endoscope controller (ec) to resolve the issue with the connector. The field service engineer (fse) replicated the problem and replaced the endoscope controller (ec) to resolve the issue with the connector. Based on the claim against the product by the customer noting camera connection issue, an investigation is in progress to determine the cause of this reported event. The ec has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The root cause of the customer-reported failure mode could not be determined as the product has not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the customer called an isi technical support engineer (tse) and reported bad contact with the camera connector. The issue occurred when they touched the camera connector (at the endoscope controller (ec) side). They lost the video for a while during the issue. They faced the same behavior with two different endoscopes. The reporter stated that there's no game or mechanic gap when they install or remove the camera. No error message is present on the gui. The caller stated that there was no onsite. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.